Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The root cause of the reported event cannot conclusively be identified. However, based on the results of the investigation, the cause of the issue was due to user deviation from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope was reprocessed, and it was discovered that the acecide concentration in the endoscope reprocessor was not checked every time. There were no reports of patient infection or harm.